Event description:
The hospital alleged that the head section of the bed dropped unexpectedly when a back surgery pt was placed in the bed. The hospital would not release any info regarding any pt injury. The hill-rom technician could not duplicate the malfunction. During the investigation, the technician did find a broken CPR switch, however this would not cause the malfunction reported by the hospital.